Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and a sling was implanted . The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures, including an excision surgery on (B)(6) 2007. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient lifted a heavy basket in (B)(6) 2006 and since then had recurrence of stress urinary incontinence and pelvic pain. Underwent tvt removal/ revision on (B)(6) 2007. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/11/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, frequency, urinary tract infection, urgency, and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that due to pain and discomfort patient had mesh excised by implanting surgeon.